Event description:
It was reported that one week post-implant, the patient presented to the hospital with giddiness/lightheadedness. Device interrogation revealed the right ventricular (rv) lead exhibited loss of capture and high, out-of-range pacing impedance measurements of greater than 2,000 ohms. The physician planned to reposition the lead immediately. During the procedure, the helix was not able to be retracted. Eventually the lead was removed from the patient and a new lead of a different model was implanted successfully. No additional adverse patient effects were reported. The explanted lead was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, visual inspection found the lead was severed approximately 80 mm from the terminal pin, with two segments returned. A stylet was returned in the lead lumen and was also severed. The helix was extended and bent. Resistance testing of the terminal segment found this portion of lead was not electrically continuous. X-ray analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Such damage is consistent with torsional overstress during attempts to extend/retract the helix, which may have occurred during the original implant procedure.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that one week post-implant, the patient presented to the hospital with giddiness/lightheadedness. Device interrogation revealed the right ventricular (rv) lead exhibited loss of capture and high, out-of-range pacing impedance measurements of greater than 2,000 ohms. The physician planned to reposition the lead immediately. During the procedure, the helix was not able to be retracted. Eventually the lead was removed from the patient and a new lead of a different model was implanted successfully. No additional adverse patient effects were reported. The explanted lead was returned for analysis.